Event description:
ECG lead set disconnected from defibrillator as pt in o.r. During a procedure in which equipment was being used to monitor pt. During this process the defibrillator cable became loose. On attempt to reconnect, the connector was pushed into defibrillator. Unable to monitor pt - would have posed electrical hazard if reconnected. (Parts no longer available).